Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that since implant, therapy has been affected due to positional changes, that it's can result in very high stimulation sensation. Patient does not use her system often due to positional stimulation changes. It was further reported impedance all showed greater than 10k ohms, except 8 < 9 at 400 ohms and 440 ohms. Retesting at 1.5 volts was still higher than 10k, except 8 < 9 electrode. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep patient for the first time when she reported positional stimulation. Impedances read were showing only electrodes 8 & 9 with normal impedances. Patient was reprogrammed using only the 8 & 9 electrodes. Rep stated this was abnormal for the stim to change with positional change. No external/ environmental factors reported. Stimulation was reprogrammed using electrodes 8 & 9 only and the patient was educated on the fact that it is normal for stimulation to possibly change with position and to use the remote control at any time if stimulation becomes too strong or too soft with positional changes to a level that is desirable. Patient to contact rep if they needed additional help.